Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the cartridge was fill with 400 units of insulin and insulin gauges displayed a value of 175 units. There was no impact to the customer's blood glucose. Reportedly, the customer had manual injections for alternate insulin therapy.